Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Incident description: "when pulled out of patient they detected a wire sticking out of the catheter. No harm to the patient but want to report as a complaint." Patient status: "no harm to patient."

Manufacturer narrative:
The event unit was anticipated to return, but was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.